Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. The patient presented with iliac calcifications all along the vessel which were studied at the screening. During the procedure, resistance was found while advancing the valve through the esheath, the valve got stuck in the esheath introducer. When checking the devices, it was noticed that the valve frame was bent at the skirt level. The esheath was removed together with the commander delivery system and valve inside. No cutdown was needed. After withdrawal, it was found that the esheath was torn. A new kit was prepared to continue with the procedure. The valve was successfully deployed, with good result and the patient was in good condition. No vascular damage was found performing the iliac and femoral angiography. As per the evaluation of the device photos provided, it was found that the esheath shaft was damaged and there was a liner strand.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 015691-2023-12334.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve frame damage was confirmed through provided imagery . An existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in an edwards technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Images showed tortuous patient access vasculature. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As reported, ''patient presented iliac calcifications all along the vessel''. Images showed calcifications present in the patient's vessels. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in challenging pathway during delivery system advancement leading to resistance. The provided imaged shows undersized patient vasculature in both the right and left side. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As seen in the provided image, a bent valve strut is observed on the valve at the inflow side. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel diameter) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. The technical summary is applicable to this complaint evaluation. No device or labeling defect was identified during the evaluation. Therefore, no further escalation (pra/scar/CAPA) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.